Event description:
It was reported that the patient's device showed out of range impedance readings. It was stated readings of >3500 ohms were seen on the right side lead. Therapy impedances were within range. The patient also reported never having therapeutic effect since implant. It was stated the patient received therapy "for a few days," then was "not doing well again." It was reviewed that contact 0 may have been open on the right side lead.

Event description:
Additional review indicated that the information regarding the lead replacement related to the device reported in MFR. Report # 3004209178-2014-01360 and not this device. See MFR. Report # 3004209178-2014-01360 for information regarding the patient¿s left device.

Event description:
Additional information received reported that the patient recovered without sequelae on (B)(6)-2010. It was noted that the patient experienced increased need for sleep with lack of energy.

Event description:
Additional information received reported that reprogramming occurred on (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, and (B)(6) 2010. It was noted that impedances never exceeded 3,500 ohms, which are not considered high.

Event description:
Additional information received reported that the patient experienced their usual range for symptoms (pre-existing condition). In addition, the patient was taking the medication propranolol. If additional information is received, a follow-up report will be sent.

Event description:
Further evaluation revealed that part of the patient's event (lead repositioned to optimize therapy) was reported in another manufacturers report (# 3004209178-2012-0019). All further follow up information will be reported in under this current manufacturers report.

Event description:
Additional information received clarified that reprogramming was performed on (B)(6) 2010 and not (B)(6) 2010 as previously reported. It was also reported that a cbc was performed on an unscheduled follow up visit and yielded normal results. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)